Event description:
It was reported that during a low anterior resection procedure, the device was assembled as instructed. The anvil was sutured to the proximal end of the transected colon. The gun was inserted into the proximal portion. The device was seated, and made the anticipated click to indicate it was connected correctly. The device was closed down and the doctor went to fire. There was a click but no crunch as expected. The device was fired a second time. Again, there was no crunch, and the gun was removed. The anvil was still in the proximal portion in the patient. The knife did not appear to be deployed, nor the staples. However, on further discussion with the scrub nurse, it was noted that three unformed staples were in the patient's abdomen and one in the rectum. The anastomosis was hand sutured. The theatre sister was concerned that the stress put on to the tissue from using the device may increase the leak rate. Further information to follow after discussions with the consultant.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.